Event description:
Three Dexcom G7 15 day sensor issues in less than 2weeks. Saturday was the secondtime I received intermittent readings after 11 days using the 15 day sensor. Replaced itwith a new sensor only to get a loud alarm after the 1 hour warmup. It was an urgent lowalarm. I felt fine so I did a finger stick showing 208; far from an urgent low. I tried doinga calibration but went into a 3 hour wait mode. After 3 hours, got a message to changethe sensor. Each time, 3 now, I need to replace my Omnipod 5 pump thus wasting boththe pump and insulin. New on the G7 15 day sensors, I have yet to get 15 days out ofthem. These failures have caused wild swings in my BG readings. Dexcom is replacingthe sensors. I was using the Dexcom G6 for years without issues. REFERENCE REPORT: CDRH-50068146, CDRH-50068217. DEVICE: 1371, 1013, 1535. PATIENT: 4582.